Event description:
Covidien received a report that this n65 pulse oximeter display is missing segments. Patient involvement is unknown at this time.

Manufacturer narrative:
The service center confirmed the display was missing segments. The universal interface (ui) printed circuit board (pcb) was replaced. The unit passed testing.(B)(4).